Event description:
Per incident report. "Heartmate 2 lvad pt reporting a problem with the protective casing on driveline where it fits into driveline connection to the controller." FDA safety report ID # (B)(4).